Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported user inserted the needle into the patient and works fine. When the patient is back for next treatment, the needle slipped out through the port while insitu in the skin and there is leakage at the skin puncture. Product is discarded. It was stated this occurred with two devices. This report addresses the first.